Event description:
It was reported by service report that the caster horn was bent; the wheel was unable to rotate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly.